Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing incontinence as the system was no longer functioning properly. A scan performed by the physician showed that the pressure regulating balloon (prb) was empty. During revision surgery, the prb was removed and testing confirmed a visible leak caused by a tear. The defective prb was explanted and replaced. There were no further patient complications reported.